Event description:
It was reported that a cartridge alarm occurred during the load sequence with a cartridge. Customer¿s blood glucose ranged from 118-119 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.